Manufacturer narrative:
The customer reported the tubing came apart at the blue clamp, and returned one used sample of material 2426-0007, lot 25023005. Upon initial visual examination, the set verified the complaint of a separation in the tubing, but the reported location was wrong. The sample was separated at the drip chamber and tubing connection. There was no observed issue with the safety clamp and tubing below the pump. This is expected to be a mix-up with related pr (B)(6), which is also reported by the customer, and has the same wording. The sample was examined under a microscope, and insufficient solvent was found on the tubing. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. The plant modified the cleaning process to bushing using new ultrasonic washing machine under an engineering change control. In addition, the time of bushing change (to clean) decreased to assure a correct dispensing of solvent. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when they take the tubing out of the pump, the tubing came apart at the blue, horizontal clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.